Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump is over delivering insulin. The customer¿s blood glucose level was 79 mg/dl at the time of the incident, and 120 mg/dl at the time of the call. The customer used glucose tablets to treat the low. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with operating currents within specification; it passed selftest, unexpected error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No over delivery anomalies were noted. The device was received with cracked lcd window, cracked reservoir tube lip, cracked case at display window corners and minor scratches on lcd window.